Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had previously emitted tones. The device was explanted due to normal battery depletion. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Manufacturer narrative:
Detailed analysis was performed. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.